Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 01/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/09/2015 with the following findings:the pump powered on to a blank display with functional auditory and vibratory features. The complaint of a dim/discolored display could not be adequately investigated due to the blank display. Investigation revealed that the display was cracked. The damaged display was replaced with a test display and the pump powered on to the verify screen and the display was clear and legible. Unrelated to the original complaint, investigation revealed that the bolus button cover was detached and the battery cap threads were stripped.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.